Event description:
It was reported that while using the bd microfine¿ + pen injector needle fluid did not come out. The following was received by the initial reporter: verbatim: customer reported that fluid did not come out during injection.

Manufacturer narrative:
H6: investigation summary one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. A clog test was carried out on the returned sample and no issues were observed. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd microfine¿ + pen injector needle fluid did not come out. The following was received by the initial reporter: verbatim: customer reported that fluid did not come out during injection.